Event description:
It was reported that high impedance was observed on the patient's vns. The patient was referred for vns replacement surgery. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.